Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarms noted during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor (u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error hardware low level failures and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer blood glucose level was 7.3 mmol/l. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Trouble shooting was performed and self-test was passed. The device will be returned for analysis.